Event description:
The customer reported backwash not performed system error and a very small amount of fluid leaked from the secondary probe of the instrument involving coulter hmx hematology analyzer with autoloader. The customer had on proper personal protective equipment (ppe) consisting of gloves, laboratory coat, and eye protection during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) went to the facility to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed backwash not performed system error but did not observe the alleged fluid leak. The fse lubricated the rinse arm slide assembly, tightened loose rinse arm switch, and replaced the rinse arm air pot (cl3). The instrument conformed to the manufacturer's published performance specifications. (B)(4). All related medwatch reports associated with this incident: 1061932-2012-01894, 1061932-2012-01895, 1061932-2012-01896, 1061932-2012-01897.